Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate high results. The reporter claimed obtaining blood glucose readings of "15.0 mmol/l" with the subject meter and "5.0 mmol/l" on another device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. It was noted that the reporter declined to return the subject meter as she felt the inaccurate high readings were due to faulty test strips. The reporter stated the subject meter began to read accurately when she began to test with a different vial of test strips. The reporter no longer had vial of test strips she was using when she was obtaining the alleged inaccurate results.